Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for a lead-unrelated issue, auto mode switch and noise episodes were observed upon review of session records. Atrial lead damage was suspected. Further testing was recommended. No further information is available at this time.

Event description:
New information received notes that there was no lead damage, but the atrial lead was found to be dislodged. Loss of capture and intermittent sensing were noted. Device was reprogrammed and atrial lead was turned off. Patient did not experience any adverse event and was stable.